Event description:
Additional information indicated that during a general device change out, this ra lead's internal conductor was damaged. There was no atrial capture noted. The device was programmed to dual chamber timing. Subsequently, during a device follow-up, there was still no atrial capture and impedance were high and oor. However there were no more oversensed episodes in the atrium. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the right atrial (ra) lead had insulation damage and oversensing. The lead was noted of exhibiting high out of range (oor) pacing lead impedance. This lead was repaired and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.